Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery alarm functioned properly during testing. The insulin pump functioned properly. The insulin pump was received with minor scratches to the display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 600 mg/dl. She had not received any no delivery alarms. The customer treated with a manual injection. The drive support cap appeared normal and recessed. The insulin did exit with a manual prime and no leaks or air bubbles were observed. The insulin was good and no soreness or irritation was noted at the insertion site. The time and date and settings were correct. The insulin pump failed the high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.